Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers on their insulin pump were scrolling. Customer's blood glucose was over 600 mg/dl. Customer was treated with manual injections for their blood glucose. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No number scrolling during testing. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).